Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states prod. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The male pt rec'd a 3.5x23mm cypher select plus stent in the proximal rca. The lesion was an in-stent restenosis of a previously implanted endeavor stent. Almost three mos post procedure the pt was readmitted with angina pectoris. Coronary angiography showed stent thrombosis and 70% restenosis. The pt was treated with a bare metal stent.